Event description:
It was reported that a malfunction occurred with the customer's pump, specifically showing malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer was advised to use a backup insulin pump temporarily and was instructed by customer technical support (cts) to return the malfunctioning pump to tandem using a pre-paid return box. Cts confirmed the shipping address and sent a replacement pump, providing instructions on storage mode, programming settings, and connecting the continuous glucose monitor to the new pump. The caller understood and acknowledged all instructions.